Manufacturer narrative:
Initially as part of the troubleshooting process, the user was explained about different communication bands under which one the transmitter can maintain a stable connection with the sensor. The user was asked to try relocating the transmitter to a different spot other then the ones that he normally does. If the transmitter is under one of those communication bands, it can help establish and maintain a stable signal. However, the user was not able to maintain a stable signal and was hence referred back to hcp to discuss about next steps, such as removal and replacement of the sensor. The user decided to stop using the system from that point and has scheduled an appointment for (B)(6) 2024 for sensor removal. No further investigation is found necessary for this complaint. The most likely root cause of the incident could be due to placement of sensor in a non-ideal position or sensor inserted deeper than usual, which could result in poor signal detection by transmitter.

Event description:
On june 18, 2024, senseonics was made aware of an incident where the user reported frequent disconnection between sensor and the transmitter. User reported knowing how to position the transmitter properly to find a good signal, but the signal strength decrease whenever there is arm movement. There were frequent "no sensor detected" alerts and the user was unable to maintain a stable connection between the transmitter and sensor. The user was advised to reach out to hcp to discuss next steps such as removal and replacement of the sensor.